Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that (B)(6) 2024, during the process of tracheal intubation for general anesthesia, the patient's airway pressure su ddenly increased, and after checking, it was found that the reinforced trachea was bent, so it was reset and fixed, and it was observed that the airway pressure returned to normal. During sputum suctioning, the lumen of the endotracheal tube was found to be deformed, and it was difficult to place the sputum tube. After extubation, it was observed that the wire in the endotracheal tube was displaced, and there was no supporting ability of the unprotected portion of the wire, which did not bring adverse consequences to the patient, and the anesthesia process was smooth. There was no reported patient harm from the incident."